Manufacturer narrative:
The product testing/visual inspection of the returned product is not performed as the complaint device was not returned for analysis (iol remains implanted). The reported complaint cannot be confirmed. The manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. Every first lens of a new order is measured on dimensional properties. The results show all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:(B)(4). Explant date: if explanted, give date: na (not applicable). There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the next day after implantation of a zct225 toric intraocular lens (iol), the lens had completely rotated in patient's right eye and vision was very poor. The doctor has given the option of rotating the lens back and explained associated risks. Reportedly, the patient did not hit his eye or head or can relate any reason why the lens would rotate. The patient is concerned whether correct lens was implanted. No further information was provided.